Manufacturer narrative:
This report 1818910-2016-17268 is being rejected. This product was added to the complaint in error. The sales rep stated there was nothing wrong with the product. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
The facility is complaining about the acetabular reamers having a discoloration on them. Some of the reamers appear to have a speckled light red discoloration over the surface while others appear to only have this discoloration around the laser engraving.